Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula was not properly inserted in the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 using the pod 5 / page 55. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
Patient reported blood glucose reached a high of 535mg/dl. Patient stated there was no pink slide insert, he smelled insulin, the adhesive was soaked. He had noticed the pod was leaking. Pod worn between 4 and 24 hours.